Manufacturer narrative:
The failure for bur retention was confirmed by the technician through functional evaluation, disassembly and visual inspection. Through visual inspection, the driveshaft assembly was corroded.

Event description:
It was reported that during set up of a surgical procedure at the user facility, the bur did lock in when the drill was in use but the bur would come out during testing of the core impaction drill. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during set up of a surgical procedure at the user facility, the bur did lock in when the drill was in use but the bur would come out during testing of the core impaction drill. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.